Manufacturer narrative:
Evaluation summary: device shows indication of extreme hyper-extension and damage to the center eminence. A definitive cause cannot be determined. Both articular surface compartments exhibit wear and deformation. A portion of the lateral posterior edge appears to have been worn away. There is also deformation to the medial anterior edge. Backside has the engravings worn away. There are also two oblong protrusions on the backside that correspond with the holes in the baseplate. Device shows indication of extreme hyper-extension and damage to the center eminence. There is no indication that design of manufacture contributed to this outcome. Review of the device history records did not find any deviations or anomalies.

Event description:
It is reported that the device was implanted in 2002. Post-op, aseptic loosening of tibia plateau was reported after forming of increasing cyst around medial stabilization screw. The device was revised. Revision date is unknown.